Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The mid-body segment of the lead appears to be missing. The proximal end of the distal spring electrode was separated from the lead body insulation, medical adhesive was noted. Tissue was as well noted in the area. There was blood noted in the helix housing. The tip and helix appeared intact and undamaged. Laboratory analysis could not confirm the allegation from the lead segments returned.

Event description:
Boston scientific received information that the system was to be moved from the left to the right due the need for radiation therapy. When this right ventricular (rv) lead was removed, there was a tear by the right atrial (ra)-right ventricular (rv) junction that required immediate cardiac surgery. Additional information obtained from the field which indicated that there were no allegations against the lead prior to extraction. The lead was explanted. No additional adverse patient effects were reported.